Event description:
It was reported that bd insyte autoguard was difficult to thread. It was reported by the customer reported that staff are saying that this IV (specific lot) do not thread and the hub is loose (moves around freely) difficult to access and thread into patient's vasculature. Staff are saying that this IV (specific lot) do not thread and the hub is loose (moves around freely) difficult to access and thread into patient's vasculature. The problem has been described as trying to insert an 18 gauge catheter into a 22 gauge opening.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3293407. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.